Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that his daughter's insulin pump has sustained substantial physical damage. The pump has been getting inaccurate readings and there was a time stamp on the readings. The pump also had battery issues: the battery life was decreased and the display has suddenly gone blank before. The patient's blood glucose at the time of incident was 199 mg/dl. Troubleshooting was initiated for the physical damage. The father reported cracks on the battery compartment and near the reservoir tube. The daughter has had to change the battery frequently on her pump. Whenever the pump shuts completely off she resolves the issue with a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.